Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information indicates that a revision procedure was performed, at which the device was explanted electively and the left ventricular (lv) lead was surgically abandoned. No additional adverse patient effects were reported. Additional information received indicates that the lv lead was confirmed to exhibit a high out-of-range impedance measurement (>2000 ohms) when connected to the pacing system analyzer at the revision procedure. The field representative did not note any lead damage via x-ray or any device header issue. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited loss of capture (loc) as well as high out-of-range (oor) pacing impedances of greater than 2000 ohms. Boston scientific technical services (ts) was consulted and suggested there might be a lead issue or fracture and a chest x-ray would best confirm. The device was reprogrammed to alleviate these issues, and a revision will likely be performed at a later date. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.